Event description:
The patient is an (B)(6) year old man with esophageal adenocarinoma. Full thickness perforation occurred at the gastroesophageal junction/proximal stomach within 5 seconds of initiating cryospray. A 16 fr cdt was used. The console and catheter appeared to operate normally. The perforation was recognized immediately and treated appropriately. If endoscopic suturing was not available, this patient would have required emergent laparoscopy/laparotomy and surgical repair of this perforation. The only possible lapse in treatment protocol was the failure to assess the cdt for proper function once suction was turned on and prior to initiation of cryospray. Kinking of the 16 french cryo-decompression tube was noted after the perforation occurred but not seen prior. This could have developed with scope removal and may not have been present during the spray. No high-pressure alarm on the suction circuit occurred during the procedure. There does not appear to be any other possible user error or equipment malfunction during the procedure. The rapidity of the distension after such a short spray, and development of perforation, is unusual. The patient required ICU level care and had a prolonged hospitalization due to abdominal pain but did not develop peritonitis or sepsis thanks to the rapid attention to the perforation. Summary: no death, serious injury (life-threatening requiring medical/surgical intervention to preclude permanent impairment), device may have contributed to the serious injury.